Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It as reported that an occlusion alarm occurred. The customer's blood glucose was 154 mg/dl. Reportedly, the supplies were in use for 4 days and tandem's technical support educated customer on cartridge/insulin labeling. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.